Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one ti powerport with catheter returned in two segments. The cath-lock was detached from the port body. One catheter segment was returned within the cath-lock. A complete circumferential break was noted between the proximal segment, within the cath-lock, and the distal segment. A longitudinal split was noted at approximately 4.4cm from the proximal end of the distal segment. Blood and residue were noted throughout. The investigation is confirmed for the break in the catheter as well as the detachment of the catheter from the port body. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the glide path hemodialysis dialysis catheter products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device implant, health care providers attempted to flush the device with saline; however during flush, the skin around the port site swelled due to subcutaneous leak. It was further reported that port-o-gram was performed, which demonstrated alleged catheter detachment into the right ventricle. Reportedly, the port body and catheter were both removed and a new device was inserted. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review was not performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port device implant, health care providers attempted to flush the device with saline; however during flush, the skin around the port site swelled due to subcutaneous leak. It was further reported that port-o-gram was performed, which demonstrated alleged catheter detachment into the right ventricle. Reportedly, the port body and catheter were both removed and a new device was inserted. The patient status is unknown.